Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high capture thresholds and low impedance. No intervention was performed. There were no patient consequences.